Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe broke off at 16.5 mm from the distal end. Both the probe tip and the grasping section had contact marks with each other. The shape of the fracture surface showed that the cracks developed from contact marks as the starting point. In addition, the ptfe pad was worn at the proximal end of the grasping section. The manufacturing history was reviewed, with no irregularities noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, consequently the ptfe pad at the proximal end was worn. It was also known that the proximal side of jaw and the probe came into contact since the ptfe pad at the proximal end was worn, consequently the probe cracked, and besides the probe was broken off when the probe received a load. The instruction manual of the subject device already warns; do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Event description:
During an unspecified procedure, the subject device was used. When the nurse touched the probe outside the patient for cleaning, it broke off. The injury to the patient is not reported. Other information is not received at the moment.